Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a bactec bottle broke and blood leakage occurred. There was no patient or user impact. The following information was provided by the initial reporter: it was reported that bactec is bottle leak. 1. Was the leak contained within the instrument? Yes. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that leaked? Blood . 4. What is the source of leak -- waste line or non-waste line? Non-waste line, bottle 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No harm done.

Manufacturer narrative:
H.6. Investigation: customer called bd support after a bottle broke in their bactec fx 441385 sn: (B)(6). This is an unconfirmed complaint. Bd offered field service engineering to come and clean the instrument but the customer was able to clean the instrument themselves. Device history review is not required as this is not a confirmed complaint, and no samples were returned for analysis. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a bactec bottle broke and blood leakage occurred. There was no patient or user impact. The following information was provided by the initial reporter: it was reported that bactec is bottle leak. Was the leak contained within the instrument? Yes. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Blood. What is the source of leak -- waste line or non-waste line? Non-waste line, bottle. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No harm done.